Event description:
It was reported that, "dr revised pt for painful tha. When we explanted the rejuvenate, we found evidence of metal debris and wear. The pt tested positive for metal sensitivity and elevated serum levels. We revised to a securefit stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.